Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was treating a 90% stenosed lesion located in the calcified and moderately tortuous proximal left anterior descending (lad) artery. This 1.5x20mm apex balloon catheter was used for pre-dilation. The device crossed the lesion without difficulties. While attempting to dilate the lesion, the balloon ruptured at 4atms. Pre-dilation was completed with a different device. There were no reported patient complications. The patient status is listed as "good". Additional information has been requested and is not available.